Event description:
It was reported that the customer experienced elevated blood glucose levels (580 mg/dl). The customer performed troubleshooting and pump passed delivery system check. Reportedly the customer had a bad infusion site. Customer switched to insulin pens to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.